Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 38mm x 3.00mm taxus element long was selected to treat the lesion. During unpacking, the physician noticed that one of the "sideburns" was out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device could potentially be related to the complaint incident. A visual examination of the entire device identified no kinks or damage along the shaft. An examination of the crimped stent found the struts at the proximal edge of the stent were raised and bunched up. No other damage was noted along the entire length of the crimped stent. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 38mm x 3.00mm taxus¿ element¿ long was selected to treat the lesion. During unpacking, the physician noticed that one of the "sideburns" was out. The procedure was completed with another of the same device. No patient complications were reported and the patient status is okay.